Event description:
I was sick for a long time but no doctor knew what was causing all my illness. I started to feel my sickest about 2.5 years ago. I lost hair, was diagnosed with osteopenia. Low iron, low vitamin d, high bound sex hormones, 5 miscarriages went through years with specialist trying to keep a pregnancy but my body rejected all pregnancies before 6 weeks. Loss of menstrual period, premature aging, constant fatigue/anxiety/depression, suicidal thoughts , difficulty breathing, sleep apnea, periodontal disease loss of 2 teeth, tooth enamel deterioration. Frequent urination/bacterial infections/yeast infections/severe dandruff/dry eyes/skin/scalp, trouble with vision, blurry and light sensitivity. Dark spots on skin, unexplained rashes, migraines, severe pain in breasts, loss of volume in breast, hardening of breast capsular contraction, lumps under armpit, mass near nipple and needing to wait and watch via breast ultrasound, 50+ doctor visits and no answers, 30lb's weight gain, nipple discharge, low blood pressure, unable to keep body warm constantly cold. Gout, dry mouth, alopecia, gastrointestinal problems, constipation, severe bloating and many more symptoms that have happened during the last 20 years of having mcghan and allergan silicone implants in me . I am very low income after my divorce. I am on medical state insurance and I cannot afford to explant. I have been diagnosed with severe capsular contracture and both implants have rupture leaks.